Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint ¿wire was exposed at the tip¿. Failure analysis found the primary failure of broken snake wrist cable to be related to the customer reported complaint. The instrument was found to have a broken snake wrist cable at the distal end. Common cause of this failure is attributed to a component failure. A review of the log shows no errors. Failure analysis investigations did not replicate nor confirm the customer reported complaint of sealing issues. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The grips opened and closed properly. The instrument passed the electrical continuity, cut, jaw gap verification, energy delivery and grip force tests. The grip force test result was 7.713 lbs. Additional observations not reported by the site that are related to the primary failure: the instrument was found to have a dislodged snake wrist at the distal end. Common cause of this failure is attributed to a component failure. While being driven on the in-house system, the instrument exhibited imprecise motion. This failure was a result of the broken snake wrist cable and dislodged snake wrist failures of the instrument. The complaint regarding ¿wire was exposed at the tip¿ was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting, the vessel sealer extend (vse) instrument was not sealing well. An investigation is pending to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the instrument for a failure analysis. However, the investigation is not yet complete. A supplemental MDR will be submitted if any additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the vse instrument reportedly did not sufficiently complete a seal. And it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vse instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vse may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported, that during a da vinci-assisted hysterectomy surgical procedure, the vessel sealer extend (vse) instrument was not sealing well. There was also an exposed wire at the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the robotics coordinator said, it appeared to be a cable that controlled the wrist motion that was sticking out. The event occurred, too long ago to confirm any details about the sealing issues. The customer confirmed, that they opened another vse instrument and proceeded with the case. They were unable to confirm that audible tones were heard.